Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced issues including change sensor/bad sensor alerts, sensor glucose (sg) versus blood glucose (bg) discrepancies, and sensor updating/sg not available alerts. The event involved product mmt-7040b. Customer reported blood glucose below 50 mg/dl but not feeling anything, stated he is okay. Customer did not mention how they treated low blood glucose. The customer reported a discrepancy between sg and bg; however, sg and bg values were within the target range of difference. The customer received a change sensor alert, and possible causes were discussed. The customer was unable to perform a transmitter test, or the test passed, and they were advised to try another sensor. No harm requiring medical intervention was reported, and no product return is required for mmt-7040b.